Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Review of the log confirmed that ¿motherboard battery voltage is low¿. Fse replaced motherboard battery. After replacement of motherboard battery, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system could not boot up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc bios is not started. The bios battery has been replaced that the system was returned to use in good working order.